Manufacturer narrative:
The following fields were corrected: d.2. Medical device type: fmi d.4. Unique identifier (UDI) #: (B)(4) h.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe is not priming. Report 1 of 2. The following was received by the initial reporter: consumer reported no insulin flow when priming pen needles stated, some of the pen needles are not attaching correctly. Non patient end will not attach

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe is not priming. Report 1 of 2. The following was received by the initial reporter: consumer reported no insulin flow when priming pen needles stated, some of the pen needles are not attaching correctly. Non patient end will not attach.